Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per report a device used during stent placement may have contributed to the cai. The central regurgitation was corrected with the placement of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years and 10 months post implantation of a 23mm sapien valve in the aortic position inside a conduit, moderate to severe central aortic regurgitation (cai) was observed. The patient received a 2nd 23mm sapien xt valve and the central regurgitation was corrected. The procedure went well and the patient is stable. Of note, patient was not initially a candidate for the 1st tavr as the patient had a breast plate due to radiation to chest for breast cancer. Recently, a left main stent was placed and an impella device was needed. Per report, the impella device may have contributed to the cai.